Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. Treatment was not reported. The patient was hospitalized (due to pd catheter removal) and the patient was temporarily transferred to hemodialysis due to the event. Approximately one year and five months after, it was confirmed that the patient was on permanent hemodialysis. The patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced cloudy effluent and stomach pain. On an unknown date, the patient was treated with unspecified antibiotic for the events and was then under observation. Should additional relevant information become available, a supplemental report will be submitted.